Event description:
It was reported that an ilet user experienced persistent high blood glucose despite multiple site changes and subsequently administered an external subcutaneous insulin injection while still connected. After which they disconnected, used backup therapy, and later completed a full supply change and reconnected to the ilet. Symptoms included hyperglycemia followed by hypoglycemia, ranging from 401 mg/dl to 53 mg/dl, with associated muscle weakness and feeling wobbly. Fingerstick values reported at 386 initially and later 97 after treatment with oral glucose. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem consistent with injecting external insulin but not disconnecting from ilet, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.